Manufacturer narrative:
Evaluation summary: the product was not returned. The product and complaint history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, the shooter was tight pushing forward using the injector. The shooter was on top of the lens. A cracked cartridge was observed. There was no patient harm. The procedure was completed with another lens.

Manufacturer narrative:
Evaluation summary: the used cartridge was returned. Inadequate viscoelastic is observed in the device. The cartridge has evidence it was placed into a handpiece. The cartridge tip has heavy stress and a large aneurysm which has torn almost to the end of the tip. The lens was not returned. The lot/serial number was not provided. It is unknown if the lens model was in the qualified diopter range for use with the cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The cartridge tip had extensive damage. The root cause for this damage may be related to a failure to follow the directions for use (dfu). There appeared to be inadequate viscoelastic in the device. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with viscoelastic, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The report stated the plunger was "on top of the lens". This is not an acceptable position for advancement. The manufacturer internal reference number is: (B)(4).